Manufacturer narrative:
Product complaint#: (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. H3, h6: product code: 03.037.014, lot number: l329049, release to warehouse date: 08.jun.2017, manufacturing site: werk hägendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformance's were identified. The product was not returned to medtech orthopaedics; however photos were provided for review. The photo investigation of " 03.037.014, 125 deg aiming arm" can not revealed the reported condition. As, the provided evidence was not sufficient to confirm the reported event of unable to assemble or disassemble. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the 125 deg aiming arm would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two of the 125 aiming arms will not secure the threaded sleeve/buttress nut. Four aiming arms have damage/wear visible on the carbon fiber. There was no patient consequences.